Event description:
Family member noticed smoke coming out of the liv-950 that was plugged in and on "standby mode" in pt's room. Family member unplugged the ventilator and carried it to the kitchen. Family member went to open front door and came back to pick up ventilator. Family member observed more smoke coming out of the ventilator, then flames shut out of the side of the vent. Family member threw ventilator out on the front porch where it continued to smoke. Carpet in pt's room had burn marks. The pt complained of sore throat and was seen by physician. Diagnosed with pneumonia.